Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room, and subsequently was hospitalized due to a blood glucose level of 422 mg/dl and diabetic ketoacidosis. Reportedly, an occlusion alarm occurred. Customer disconnect from the pump and the pump unexpectedly shutdown. Customer was treated with an insulin drip and intravenous fluids. Multiple attempts were made to follow up with the customer; however, no response was received.